Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance a y-type catheter extension set in which a leak was observed. According to the report, the extension set was connected to the patient to perform the apheresis procedure. The patient's blood ran through a centrifuge machine, and was then returned to the patient through the y-type catheter extension set. The leak was observed from the bonded junction of the y-junction and the tubing about 15 to 20 minutes after therapy had started. This is about the time it takes for the patient's blood to travel through the centrifuge machine and back into the patient. The defective extension set was exchanged with a new extension set and therapy continued. Therefore, there were no reports of patient injury, adverse events, or medical intervention associated with this report.